Event description:
It was reported that this patient received 2 inappropriate shocks from this subcutaneous implantable cardioverter defibrillator (s-ICD) across 2 episodes on the same day. Technical services (ts) analyzed device episode data and determined that the shocks were most likely due to oversensing of electromagnetic interference (emi) noise while the patient was receiving dialysis in a heated chair. After the shocks, the rhythm returned to normal. The noise could not be reproduced during in-clinic testing. This s-ICD was reprogrammed at that time. Ts suggested x-rays to verify device place since the patient's r-waves had diminished to 0.5 mv. No additional adverse patient effects were reported. Currently, this s-ICD remains in service.